Event description:
Edwards received notification that a valve model 7300tfx29 showed progressive worsening of regurgitation soon after implantation. As reported, incomplete coaptation of leaflets was observed over consecutive echocardiography examinations. The regurgitation was noted as small on post-procedural echo, worsened to moderate to severe on pod#1 and pod #8 echo showed severe regurgitation. The physician recommended a valve-in-valve procedure.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model magna mitral ease 7300tfx29 implanted in the tricuspid position showed progressive worsening of regurgitation soon after implantation. As reported, incomplete coaptation of leaflets was observed over consecutive echocardiography examinations. The regurgitation was noted as small on post-procedural echo, worsened to moderate to severe on pod#1 and severe on pod#8. The patient had presented with left lower extremity edema and jugular venous filling. The physician recommended a valve-in-valve procedure.

Manufacturer narrative:
H10: additional manufacturer narrative. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. A device history record (DHR) review was performed and no relevant non-conformances were identified. No product was returned for evaluation, however, a post-operative echo video was provided. Per the echo review, a large color flow doppler (cfd) jet was visualized and consistent with tricuspid regurgitation (tr). However, the severity and origin (apparently central) of the tr could not be determined. Without visualization of the bioprosthesis leaflets, the cause of tr cannot be established, and the reported attribution of tr to incomplete leaflet coaptation cannot be independently confirmed. Central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the information available, the complaint is confirmed, however, a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed.